Event description:
The customer reported problems with the supply of air and water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material which prevented the flow of air and water. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the air/water failure was caused by foreign material in the nozzle. As a result of analyzing the component of the white foreign matter in the nozzle, it was confirmed to be a type of silicic acid. It is possible that the material was derived from drugs or tap water. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the image was not changed from normal to magnification, there was dirt on the illumination lens and objective that was difficult to remove due to insufficient cleaning, angulation was insufficient and the play in the angulation knob was out of specification due to the angle wires being stretched, there were scratches on multiple parts of the device due to handling, there was dirt on the insertion tube that was difficult to remove due to insufficient cleaning, the image was cloudy due to dirt on the objective lens, shadows were visible in the image, the adhesive on the bending section cover was missing, dirt that was difficult to remove was found on the air and water nozzles due to handling, there was dirt on the operation part, up/down knob, universal cord, and scope connector due to insufficient cleaning, and the light guide cover lens was stained due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.